Event description:
It was reported that the patient presented to the hospital with an infection and was scheduled for a next day explant of the whole system. The patient deceased prior to the explant due to a systematic infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.